Event description:
The company service representative reported the system was displaying multiple system messages. Additional info from the nurse stated the system messages occurred after this event. The nurse stated the pt had vitreous strands and vitritis history. The nurse tested the vitrectomy probe and it passed testing. The surgeon entered the eye and the vitrectomy probe would not function. The vitrectomy probe was removed from the eye. The nurse checked the back of the system and found the footswitch cable was loose and she reseated the cable. The surgeon retested the vitrectomy probe and it functioned appropriately. When the surgeon re-entered the eye with the vitrectomy probe he noticed a retinal detachment occurred. A laser retinopexy was performed to re-attach the retina.

Manufacturer narrative:
The company service representative examined the system, and found multiple system messages in the event log. The system was tested and the company service representative could not duplicate the system messages. The power and signal cables were reseated for diagnostic purposes. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation.